Event description:
It was reported "pt initially had the facility of the left side which a small femoral component was put in. Fixation was questionable due to a possible bead shedding as noted radiographically by the surgeon. Pt was revised.